Event description:
It was reported that during the procedure, the metal guide from stapler came loose and the lung tissue was then between the magazine and the magazine shaft. The operation was completed with a new stapler and magazine.

Manufacturer narrative:
(B)(4). Investigation summary: this is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a blue reload loose inside the body cavity. The second and third photos show a blue reload not properly inserted into the channel. However, the reload pan is not seen separated. Based on the photos the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional information: is the current patient status known? Unk. Was there any patient consequence or change in the post-operative care of the patient. As a result of the event? No there was no postoperative harm to the patient this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.